Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system with the hospital biomed remotely and confirmed the reported issue. The cause of the reported event was the link 25 system. There was no information about customer repair. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a malfunction resulting in the potential for a hypoxic mixture in the patient circuit. There was no report of patient involvement.